Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call constant tone on the insulin pump. Customer's blood glucose level was 232 mg/dl. Troubleshooting for constant tone was performed. Customer advised they replaced the battery but the constant tone continued to alarm. Customer advised the device had a closed circle on it. Customer was advised to monitor the insulin pump and allow it to rest for a few hours.